Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's international service technician reported an e/c 1102, primary alarm failure, found during servicing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported alarm failure issue. The manufacturer¿s international service technician replaced the cpu-pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. A bad solder connection under capacitor c201 had caused the monitoring circuit of primary alarm 1 to measure the speaker current too low. This triggered the ¿primary alarm failed¿ alarm (e/c1102). Re-soldering c201 resolved the problem.